Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "felt pressing, stabbing pain in my left breast", "rupture of the left implant¿, ¿implant was leaking¿, ¿implant¿also broke¿, ¿causes significant difficulties both mentally and physically¿, ¿husband is forced to take care of me for 6 full weeks¿, ¿great burden on our family¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Pain: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations were observed on the device.

Event description:
Patient reported left side "felt pressing, stabbing pain in my left breast", "rupture of the left implant¿, ¿implant was leaking¿, ¿implant¿also broke¿, ¿causes significant difficulties both mentally and physically¿, ¿husband is forced to take care of me for 6 full weeks¿, ¿great burden on our family¿. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture confirmed via ultrasound and "pressing, stabbing pain", ¿great burden on our family ¿, ¿my husband is forced to take care of me¿, and ¿causes significant difficulties for him/us both ...physically¿. Ultrasound reported it was later reported implants are displaced toward the axilla¿ and ¿implants slide sideways towards the armpit¿, device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported left side rupture confirmed via ultrasound and "pressing, stabbing pain", ¿great burden on our family ¿, ¿my husband is forced to take care of me¿, and ¿causes significant difficulties for him/us both physically¿. Ultrasound reported it was later reported implants are displaced toward the axilla¿ and ¿implants slide sideways towards the armpit¿, device has been explanted and replaced with a non-allergan device.